Event description:
Report received from the USA stating that the deice had damaged to the hose. It is unk if the device was used in surgery. It is unk if injuries were reported. It is unk if medical intervention was reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).